Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:(B)(6), sigpshell, sig power sigpshell control shell (lot#: unknown), unegiatri, unknown egia tri staple (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter when clamped with a black cartridge, the thickness was displayed as 1 in zone 3. The tissue was inflamed and very hard. The firing stopped in the middle. Afterwards, the opening and closing operation was performed using the handle. An additional resection was done. And additional suturing was done with a stapler from another company.